Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the patient's device was changed out that the patient presented with sensing integrity counts (sic) and non-sustained tachycardia events (nst), the lead integrity alert (lia) was triggered and the lead impedance had spiked upwards. Pocket manipulation could produce egm and marker channel noise. The lead remains in use and a lead revision is scheduled. No patient complications were reported as a result of this event.